Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with broken off end cap. Unit received with missing motor assembly. Unit received with cracked case at display window corners. Unit received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's case was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.